Event description:
Parts of a tampon were left inside rptr. They were not discharged properly. Her physician was unable to locate add'l fragments during an exam. However, she has since passed add'l fragments. In her opinion the cardboard applicator is flimsy and hard to use.